Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure in the proximal circumflex artery with placement of a 2.5 x 12 mm xience v stent and a 3.0 x 23 mm xience v stent. On (B)(6) 2012, the patient was re-admitted to the hospital with chest pain and atrial fibrillation. Troponin I level was elevated and electrocardiogram findings were suggestive of a myocardial infarction. Percutaneous coronary angiography was performed and noted restenosis of 30% in the stents in the circumflex artery; however, no treatment was provided for the restenosis. Additionally, a new area of stenosis was noted in the 1st obtuse marginal artery, which was treated with implantation of a 2.25 x 18 mm xience and a 2.5 x 12 mm xience stent. The patient's symptoms resolved on (B)(6) 2012 and the patient was discharged to home on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 23 mm rx xience v mentioned is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, atrial fibrillation, and restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.